Event description:
Boston scientific crm received information that during a normal follow up, it was noted that there has been a gradual increase in pacing impedances on this right ventricular defibrillation lead. Over the last year, the measurements have increased from 818 to 2616 ohms. In addition, the pacing threshold has also increased from 1.2 volts to 2.8 volts. However, sensing has remained normal. No adverse patient effects were reported.

Manufacturer narrative:
Printouts from the associated device will be sent to boston scientific technical services (ts) for evaluation. At this time, this lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Printouts were sent to ts for further evaluation

Manufacturer narrative:
A ts representative reviewed the data and discussed that the increase in pacing impedances appear to be gradual over the past year. It is possible to see this increase in impedances with a defibrillation lead that is only pacing, but has not delivered shocks. The ts representative further discussed that the patient should be followed every three months to know when the pacing impedance becomes above 3, 000 ohms as lead integrity can no longer be monitored at that point. At this time, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.